Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) went to the hospital because the ICD had been beeping. Upon interrogation, a fault message was displayed that said the remaining voltage was too low for the remaining capacity. A memory dump was sent to engineers for review, and a recommendation was made to replace the device. The device was replaced and returned to boston scientific for analysis. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
This device has been returned to boston scientific and is undergoing analysis. When analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that fc1003 had first been recorded on (B)(6) 2012 and was recorded again on (B)(6) 2012. Although battery voltage measurements revealed a partially depleted battery (3.023 volts), review of the device memory diagnostics confirmed that sufficient battery capacity was available to ensure therapy availability/delivery while the device was implanted. In addition, initial testing results revealed that pacing and low voltage power supplies were not pulling excessive current. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. Visual inspection, as well as x-ray analysis, of the battery itself did not identify any defects. However, in-depth destructive analysis of the battery revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.